Event description:
The customer reported that the system's collimator shutters closed automatically without command when the magnification mode was selected. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The limit switch was replaced. The system was tested and found to be working as intended and put back into service.